Manufacturer narrative:
This revision surgery was discovered during a conversation with a sales representative on (B)(4) 2014. This event has not been previously reported. Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, the most probable root cause for the late recurrence of symptoms could not be determined. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7045-90, lot# 8175003938013, manufactured 08/31/12, expires 2015-10; ifuse implant, p/n 7050-90, lot# 8028003235005, manufactured 02/14/12, expires 2015-04; ifuse implant, p/n 4045-90, lot# 7987003181004, manufactured 01/04/12, expires 2015-02.

Event description:
On (B)(6) 2013, the surgeon performed a right side si joint arthrodesis on the patient placing three ifuse implants. On (B)(6) 2013, the surgeon performed a revision surgery where he replaced one implant (MDR 3007700286-2013-00080). The patient complained of continued pain since the last surgery. On (B)(6) 2013, the surgeon performed a revision surgery where he removed all of the implants. The holes left by the removal of the implants were not filled with bone graft. The patient continued to have pain after the revision surgery, so the surgeon performed an l5-s1 alif with anterior plate in a subsequent surgery.